Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because key components were not returned with the device, the scope of this investigation was very limited and the reported bleeding still observed after knot advancement was not confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after stenting of a left external iliac aneurysm. Reportedly, all deployment steps were performed uneventfully, the knot was advanced towards the arteriotomy, against the superior arterial wall; however, bleeding was still observed. Manual arterial compression was applied for approximately 10 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.